Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the pump was returned for investigation. Investigation revealed that the audio bolus button was unresponsive; the button cover was removed and the slug was missing. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was unresponsive. This report is made based on results of investigation completed on (B)(4) 2012.